Event description:
The consumer reported that the system intermittently failed to boot and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were cleaned and reseated during the service event. The system was tested and found to be working as intended and put back into service.